Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced. It was also reported that post revision procedure, the patient developed a hematoma over the pocket. The patient was taken back to have the hematoma removed. The cardiac resynchronization therapy defibrillator (crt-d) was removed from the pocket and the set screw was unable to be engaged in the right ventricular (rv) port despite numerous attempts. The device was removed and replaced. No further patient complications have been reported as a result of this event.